Event description:
The patient reported that the cardiac resynchronization therapy defibrillator (crt-d) was beeping and they felt weak. It was discovered that an alert had triggered for low left ventricular (lv) lead impedance. Output to the lead had been turned off due to high thresholds. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.